Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely calcified, severely tortuous lesion exhibiting 50% stenosis located in the proximal circumflex (cx) artery. There was a tight 90 degree angulation from the left main. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent and excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. A 1.5 mm balloon was advanced through the stent struts and inflated allowing everything to be withdrawn together. The patient was reported to be alive with no further injury.